Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified below the knee artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced and the balloon was inflated but ruptured on first inflation with nominal pressure at 6 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).